Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's whole screen went black. Her blood glucose level did not come down whenever she took a bolus. The customer had abdominal pain. Insulin was leaking from the tube. The tube also had some scratch marks on it. Customer's blood glucose level was over 500 mg/dl. She treated her blood glucose level with a manual injection. The insulin pump was showing one line on the reservoir amount but through the window the reservoir plunger was about 100 units. The device was not returned.